Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 368 mg/dl for approximately two hours after a meal announcement that was less than the actual meal size, while on ilet therapy with recent supply changes and ongoing insulin delivery confirmed by trending glucose reduction. Symptoms included hyperglycemia without signs of diabetic ketoacidosis, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no hospitalization, no alerts for prolonged severe hyperglycemia, and successful reduction of blood glucose to 250 mg/dl with continued system dosing. Investigation included review of device reports, therapy history, and real-time trends by customer support. Investigation of this case revealed appropriate insulin delivery with no device malfunction, consistent with user programming error regarding meal size selection. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal announcement.